Event description:
A small particle of what per (B)(6) blood was plastic broken off of a vial used in cryopreservation was found in three bags of stem cell products. (B)(6) blood has identified the causes of particles discovered to be the stopper on the top of a vial used to mix the preservative dmso being chipped off in the course of the needle puncturing the top of the vial during product preparation and a small plastic piece coming off of the syringe utilized in product preparation. The particles found appear to be directly related to the medical supplies used by (B)(6) blood during cryopreservation. Action taken by (B)(6): they contacted the FDA ¿ consumer safety officer. They reported these defects to the manufacturer but the manufacturer indicated no other reports were made. Materials used: (B)(6) ¿ vials; (B)(6) - syringes.